Event description:
The customer reported via phone call that she had a battery out limit alarm. Customer's blood glucose was 132 mg/dl at the time of the incident. Customer stated that she removed the battery for a while and after she put it in the pump, she received a battery out limit alarm. Customer was in the pool and had her pump in the corner. Customer stated that someone pushed the pump into the water. Customer stated that the pump is vibrating without an alarm or an alert. Customer also stated that the pump display went blank immediately after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No battery out limit alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.